Event description:
Unomedical reference number (B)(4). Event occurred in egypt on (B)(6) 2024, it was reported that the patient faced a bent cannula. The patient's blood glucose level at the time of incident was 300mg/dl. Moreover, the infusion set was used for one day and site location was patient's abdomen and lower back. Currently, patient's blood glucose level was 107 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.